Event description:
It was reported that the 8mm maryland bipolar forceps instrument had a broken black conductor cable. A backup same dv instrument was used. The procedure was completed as planned with no reported patient injury or harm. Isi followed up with the initial reporter and obtained the following additional information: yes, the instrument was inspected prior to use and nothing ordinary was observed. Unknown what surgical task was being performed. No loss of cautery associated with broken/loose cable. No, arcing observed. Unknown for signs of thermal damage at the site of breakage. Unknown if instrument collided. No, the damage did not result in fragment fall inside of the patient anatomy. No media available for review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.